Event description:
Oversensing relative to the subject lead was reported.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.